Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during testing. The device also had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime. Customer's blood glucose was 176 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.